Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the r1 reagent syringe, the vacuum accumulator, and the vacuum pump filter. There have been no further reports of discrepant results since abbott fs was on-site. A review of the alinity I sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity I (sn# (B)(6)) analyzer.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a patient. Results provided: sid (B)(6) = 56.7 / 4.6 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a patient. Results provided: sid (B)(6) = 56.7 / 4.6 ng/ml. No impact to patient management was reported.